Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a surgery, poor vacuum was experienced during irrigation/ aspiration and ultrasound modes. The surgery was completed without any further issue. No patient harm was reported. Additional information has been requested.

Manufacturer narrative:
The company representative was able to resolve the reported event remotely with the customer. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).